Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Event description:
Procedure performed: cholecystectomy. Event description: they are being used to this product since 2015. They use it as usual. The first clip was shot and worked perfectly. No other further clip could be shot, they were blocked. They had to change device. Opened another clip applier. Additional information received from applied medical representative via email on 24apr2025: the clip was blocked into the shaft. At the beginning they tried to fire the clip and realized it was not loaded into the jaws. It occurred 2 times. The clip was not loaded into the jaws. No clip loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. They use it since many years, they know how to use it. The problem is that the clip doesn¿t come out from the shaft to the jaws. There was resistance in trigger actuation. Clip appliers were inside a kit. They use two kits: gk1064 and gk1063, don¿t remember which one is for cholecystectomies. Additional information received from applied medical representative via email on 28apr2025: (B)(6) didn¿t do a complaint to the health ministery. They just let me know that they had this accident in three different operations. Therefore, I went to the hospital and they did a unique complaint to me for three devices, lot 1536765 (1 device), lot 1531051 (2 devices of this same lot). Intervention: opened another clip applier. Patient status: patient is ok.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. Correction to h6. Component code.

Event description:
Procedure performed: cholecistectomy event description: they are being used to this product since 2015. They use it as usual. The first clip was shot and worked perfectly. No other further clip could be shot, they were blocked. They had to change device. Opened another clip applier. Additional information received from applied medical representative via email on 24apr25: the clip was blocked into the shaft. At the beginning they tried to fire the clip and realized it was not loaded into the jaws. It occurred 2 times. The clip was not loaded into the jaws. No clip loaded into the jaws prior to the instrument¿s insertion/removal through the trocar. They use it since many years, they know how to use it. The problem is that the clip doesn¿t come out from the shaft to the jaws. There was resistance in trigger actuation. Clip appliers were inside a kit. They use two kits: gk1064 and gk1063, don¿t remember which one is for cholecystectomies. Additional information received from applied medical representative via email on 28apr25: [hospital] didn¿t do a complaint to the health ministery. They just let me know that they had this accident in three different operations. Therefore I went to the hospital and they did a unique complaint to me for three devices, lot 1536765 (1 device), lot 1531051 (2 devices of this same lot). Intervention: opened another clip applier. Patient status: patient is ok.